Event description:
Caller reported experiencing multiple occlusion events, including alarm 2 followed by alarm 26. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. Customer continued to experience frequent occlusion issues, prompting a request for additional assistance.